Event description:
The plaintiff was implanted with the apogee system to treat pelvic organ prolapse. The plaintiff's attorney alleges that, "as a result of having the product implanted in her, the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has impaired physical relations with her husband and will likely undergo corrective surgery," also alleged that the plaintiff has been caused and/or in the future will be caused to suffer injuries, pain, emotional distress and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.